Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for clotting with the incident lot was not observed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes was filling slow which caused clotting.